Event description:
Customer reported a shattered and unresponsive touchscreen on their insulin pump, which caused blood glucose levels to exceed 500 mg/dl, with high ketones that were identified as dangerous by healthcare provider. Customer went to the emergency room and admitted to the intensive care unit. They were treated with intravenous fluids of saline and insulin. Customer was released on 6/15/25 with issue resolve and no permanent damage. A replacement pump was sent to the customer to resolve the issue.